Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, and prime test. The occlusion test and excessive no delivery test could not be performed due to constant motor error alarms during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The pump could not be verified for proper function of the bolus wizard feature due to constant motor error alarms during bolus delivery. The pump had broken battery tube threads, minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, and a stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that a piece of his insulin pump casing by the battery compartment fell off, and that the rim of the battery compartment looked worn out. The patient's blood glucose at the time of incident was 379 mg/dl. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.